Manufacturer narrative:
Additional event site contact person information:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cs100 intra-aortic balloon pump (iabp), crm fan was not spinning and safety disk started to deteriorate as it was due for replacement. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, component codes and investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked during maintenance found that the crm fan was not spinning and the safety disk was starting to deteriorate from use. It is recommended to replace it. The quotation has been sent to the customer. Fse replaced the crm assembly (d997-00-0986-01) and safety disk (d997-00-0985-01). The machine can be used normally. Crm fan rotates normally.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked during maintenance found that the crm fan was not spinning and the safety disk was starting to deteriorate from use. It is recommended to replace it. The quotation has been sent to the customer. Waiting for the customer to approve the work order. No further information is available if any pertinent information is received in the future, the complaint will be reopened and updated and a supplemental report will be submitted.

Event description:
N/a